Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 503 mg/dl. Customer was treated with manual injection for high blood glucose level. Customer was using auto mode feature at the time of incidence. Customer reported under delivering insulin pump due to unexplained high blood glucose level. At the time of troubleshoot customer would like to perform high pressure test. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.